Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. After priming the extracorporeal circuit for a routine hemodialysis treatment, the operator inadvertently left the effluent line connected to the saline bag, causing the saline bag to fill and burst after treatment was started. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error as the operator inadvertently left the effluent line connected to the saline bag when entering treatment mode. The user's guide provides adequate instructions for making pt connections when entering treatment. A direct correlation between nxstage system one, and the reported blood loss cannot be established. Facility staff has been notified and provided additional review of treatment procedures. There have been no similar problems reported subsequent to this event, nxstage medical considers this report closed. No additional info will be provided.